Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including cerebrovascular disease, coronary and peripheral artery disease, atrial fibrillation, hypertension, diabetes. Complications reported included slda, embolization, ischemic stroke, myocardial infarction, cardiac tamponade, pulmonary embolism, bleeding, pericardial effusion, tissue damage, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "transcatheter edge-to-edge repair versus annuloplasty in functional mitral valve regurgitation: a comparison of cardiovascular outcomes" was reviewed. The article presented a retrospective multi center study, to evaluate in-patient mortality and cardiovascular complications in patients with heart failure with reduced ejection fraction (hfref) who developed severe fmvr requiring treatment with mitraclip g4 versus annuloplasty. Comparisons of outcomes to previous iterations of the mitraclip were included in the analysis. Devices mentioned include mitraclip. The article concluded that the mitraclip group was associated with a decreased risk of in-hospital mortality (odds ratio (or): 0.38, confidence interval (ci): 0.18 - 0.77), ischemic stroke (or: 0.29, ci: 0.13 - 0.61), and myocardial infarction (or: 0.15, ci: 0.08 - 0.28). The mitraclip g4 cohort did not outperform earlier clip versions in reducing complications. [The primary author and corresponding author was andrew sagalov at siu school of medicine institution with corresponding email asagalov56@siumed.edu]. The time frame of the study was january 2016 to december 2020. A total of 19,475 patients were included in this study, of which 19,475 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included cerebrovascular disease, coronary and peripheral artery disease, atrial fibrillation, hypertension, diabetes. (B)(6), unk mitraclip: peri- and post-procedural complications included slda, embolization, ischemic stroke, myocardial infarction, cardiac tamponade, pulmonary embolism, bleeding, pericardial effusion, tissue damage, death.